Event description:
During the device check, the autopulse platform (sn 40742) displayed a "system error, out of service, revert to manual CPR" message. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn 40742) displayed a "system error, out of service, revert to manual CPR," which was confirmed during functional testing and archive data review. The root cause of the system error was a failed processor board (pca), likely attributed to the age of the device. The autopulse platform was manufactured in 2012 and is 11 years old, past the expected serviceable life of five years. Upon visual inspection, unrelated to the reported complaint, noted a broken screw well on the front enclosure, likely attributed to user mishandling, such as a drop. The front enclosure was replaced to address the observed physical damage. In addition, unrelated to the reported complaint, it was noticed that the power distribution board (pdb) revision level was below 6 and needed to be updated, attributed to the age of the platform. The archive data review indicated system error 132 (internal watchdog timeout), thus, confirming the reported complaint. The autopulse platform failed initial functional testing due to the "system error, out of service, revert to manual CPR" error message displayed upon powering up the device, confirming the reported complaint. The processor board was replaced to address the reported complaint. A load cell characterization test confirmed that both cell modules function within the specification. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. The autopulse platform passed the run-in and final tests without fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(4).